Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose after disconnecting the ilet pump to charge, then reconnecting and eating pork chops, pasta salad, and mixed vegetables without announcing the meal; highest continuous glucose monitor (cgm) reading was 277 mg/dl with a glucometer confirmation of 220 mg/dl, and the elevation lasted about four hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no alerts or alarms. Investigation included troubleshooting and education on meal announcements and the effect of pump disconnection, with the user advised allowing the ilet to bring glucose back into range. Investigation of this case revealed user-related factors, including a missed meal announcement and a period off insulin while the pump was disconnected, which are known to cause postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error due to a missed meal announcement and insulin interruption during pump charging.